Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
It was reported that a patient comes to the hospital to evaluate a smiths medical cadd legacy pump on a 46-hour infuser. The patient reports that at 8:00 am it started to alarm the infuser, I advise the patient to come to the clinic to evaluate. Patient arrived at 12h50, infuser presenting the following information: volume to be administered: 12.1 ml; volume administered: 125.9; infusion rate: 3 ml / h; when evaluating the medication bag we noticed that it is already empty, therefore, end of medication with an advance of 4h20 minutes. No adverse patient effects were reported.